Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:lock connection was leaking. Blood glucose level was 320 mg/dl. An infusion set change was performed to address the issue.